Manufacturer narrative:
This report is being filed on an international product, architect (B)(6), list 6c37, that has a similar product distributed in the us, (B)(6), list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information, no further patient /donor information was provided.

Event description:
The customer reported a (B)(6) architect (B)(6) result. Sample ID 576 generated (B)(6) on the architect and positive results on nat, pcr and roche. No specific patient/donor information was provided. No adverse impact to patient/donor management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot. Tracking and trending report review for the architect anti-hcv assay determined that there were no related adverse or non-statistical trends. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. The returned patient samples were tested with the architect anti-hcv assay and confirmed the customers results. The samples generated indeterminate results by inno-lia hcv score with only the ns3 line reacting. Additionally, the viremic results show the hcv ag results increased over time. The results indicate that the donor shows an unusual immune response with prolonged, limited ns3 only reactivity. No anti-core antibody is seen, despite persistently high levels of circulating hcv core antigen. Characterization of the returned patient samples was performed by sequencing of the virus. The phylogenetic analysis of the complete genome, n599 is classified as a typical hcv genotype 4a. Which is not considered an outlier sequence. The effectiveness of the architect anti-hcv assay in detecting all hcv genotypes was evaluated across multiple lots. This evaluation found all genotypes (including genotype 4a) were detected by all lots and with good lot-to-lot agreement. The sensitivity of the assay was also evaluated using multiple seroconversion panels. On average the assay detected antibodies approximately 3 weeks after detection of viremia by nat. In house retained kits of the reagent lots utilized by the customer were further evaluated for sensitivity and specificity using panels and additional replicates of controls. All acceptance criteria were met and all results were within the expected ranges indicating acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect anti-hcv assay was identified.